Event description:
The customer reported the device failed to deliver a charge. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4): the customer reported the device failed to deliver a charge. No adverse pt impact was reported. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.